Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Spontaneous, (B)(6), home health rn reporting defective curlin pump, per home health m, pump made it to 150ml/hr rate and then started making noises, home health rn tried to turn off and back on but pump would not run program. Home health rn also tried taking batteries out and putting back in but pump gave error message and wooid not run. Hhrn was able to finish infusion via gravity. Advised home health rn that we can send a new curlin pump out to pt. Home health m had no further questions for rph. Unknown if patient missed a dose, unknown if any adverse events occurred, unknown if patient has a back up device. Reported to cvs/caremark by health professional.